Event description:
It was reported that the physician had concerns regarding the longevity of the device. It was explained that the longevity is significantly reduced because of programmed high right ventricular outputs. The physician was still not pleased with the longevity of the device. The device remains in use and will be changed out when it reaches recommended replacement time (rrt). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.